Event description:
It was reported that during total knee arthroplasty, surgeon cemented tibial tray component. After bone cement had hardened, it was determined that cement had not adhered to the tibial tray. Loose component was removed and replaced. A delay of one-hour was reported.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility info is available.